Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump usb port was noted to damaged. The customer stated to still be able to charge the pump but it is very difficult to get the plug into usb port. There was no impact to the customers blood glucose level. It was indicated that the customer would use the pump until a replacement arrives.